Event description:
The complaintanted stated that her (B)(6) year old daughter recieved 2x 232. The greens bristles were still sealed but one of the pink bristles came off. All of the bristles started coming off.